Event description:
It was reported that the sensor did not increase the young patient's heart rate. The device was programmed in the aair mode. The device was explanted and replaced. At that time, it was revealed that the device was functioning normally. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.